Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received a questionable low crpl3 c-reactive protein gen. 3 result for one patient sample. The initial result was 3.33 mg/l and was reported outside of the laboratory. The physician did not believe the result and the sample was repeated with a result of 266 mg/l. The sample was also repeated on another system with a result of 288.34 mg/l. There was no allegation of an adverse event. The reagent lot number was 293602. The expiration date was requested but was not provided. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. As the provided calibration and qc data was acceptable, a general product problem was excluded. It was noted the customer was not following the tube manufacture's recommendation for centrifugation conditions. Therefore a preanalytic handling issue was possible.